Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machine head and control bar were damaged and the unit was out of calibration. The machine head and control bar were replaced and the device was recalibrated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the product stopped working during use. Also the graft was chopped; the blade was changed without positive result. Another device was used to complete the procedure with a 0 - 15 minute delay. No harm reported. No adverse events were reported as a result of this malfunction.